Event description:
It was reported that during another lead revision, the physician commented that there were three other leads that had to repositioned because they could not get capture at high output. The physician commented that he this kind of problem was not seen with other manufacturer leads. No additional adverse patient effects were reported. At this time, evidence suggests the product remains in service. Information was requested and no further information is known at this time. If additional information is received, this report will be updated.